Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6)2023. No adverse events were associated with this complaint.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation of the returned sensor revealed a loss of chemical performance and the system correctly disabled the sensor due to performance failure. The root cause of the loss of chemical performance can be attributed to the oxidation of the sensor's hydrogel (chemical component). No further investigation was found necessary for this complaint.